Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin. The investigation observed a bent cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod on the infusion site (abdomen) between 5 and 24 hours.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria.